Event description:
A healthcare worker complained of nausea, vomiting, palpitations, dizziness, thirst, and pallor of the face while working in a room where disopa solution was used. The worker was treated with an intravenous drip of fluid replacement and metoclopramide. The worker recovered within several hours after treatment. The customer reported the worker was wearing a mask when the event occurred. It was reported that the room had inadequate ventilation.